Event description:
It was reported that the meshgraft ii was not working properly and chewing up the skin as it meshes on the carrier. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was slightly out of calibration. Prior to repair, a sample graft mesh was performed and it was determined that the sample graft mesh perforate according to specifications. The device was repaired according to procedure and returned to the customer. The device was last repaired in july 2009 and at that time the cutter and the roller were replaced.